Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted the right ventricular lead exhibited non-sustained right ventricular oversensing and crosstalk episodes. The patient was brought into clinic for further investigation. The device was successfully reprogrammed. The patient was stable during and post event.